Event description:
Litigation papers allege the patient developed significant pain in the implanted hip and is at an increased risk for requiring revision surgery to resolve the patient's pain. Additionally it is alleged the patient is at increased risk for suffering from or in the future developing the toxic effects of the cobalt and chromium that have degraded from the hip implant into his body. Update received (B)(4) 2014. The sales rep has reported the revision surgery. Patient was revised to address femoral stem loosening and infection. It is reported that the loosening was due to the infection. This complaint was updated on (B)(4) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The patient was reportedly primarily implanted in (B)(6) 2005 and revised for loosening secondary to infection in (B)(6) 2014. It is not likely or reasonable to conclude the depuy devices contributed to the patient's reported infection more than seven years post primary implantation. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).